Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient never had therapeutic effect. It was noted the therapy never had worked for the patient. It was stated, the patient had the device ¿tweaked¿ and the doctor tried to reposition the lead wires but the therapy still did not treat their pain. It was noted since they had the lead wires moved, the patient had ¿side cramping.¿ it was noted, the stimulation therapy was off at the time of report because of the cramping sensation. It was stated, the stimulation therapy was effective during the trial period.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare professional (hcp) or manufacturer's representative.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was later reported that since having the implantable neurostimulator (ins) it never worked. The patient reportedly had an appointment with their health care provider (hcp) but they missed it because they went to the emergency room (ER). It was noted that the visit to the ER was not related to the device.